Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 89,939 joules and 11 minutes it was observed that the "fiber rotates to point". The fiber was exchanged and at 318,930 joules and 31 minutes the second fiber was observed to be "broken at the tip". The fiber was exchanged and the third fiber was used to complete the procedure. The tip of the first fiber was not cleaned during the procedure. No harm to the patient was reported. This report is for the second fiber.